Manufacturer narrative:
(B)(4). Date sent: 11/1/2023. Additional information was requested, and the following was obtained: is it believed that the staple line leak started from the circular line? R./staple lines were open. Answer the following questions for cdh29b what were the indications for surgery? R./ anterior laparoscopic resection of the rectum, did the patient receive preoperative chemotherapy or radiation? R./ no. Were any problems experienced with the device in the initial surgical procedure? R./ no. Which healthcare professional fired the device and what is your experience with the device? R./ assistant surgeon, everything worked at the time of the shot. Where on the green space adjustment scale was the gauge before the shot (low b, mid b, or high b)? R./he does not remember. Did the healthcare professional wait 15 seconds after closing the device and then squeeze again before shooting? R./ I waited 15 seconds after positioning the tissue and closing the stapler and proceeded to shoot. Was it difficult to close the device? R./no. Was it difficult to fire the device? R./no. How can the counterclockwise revolutions of the adjustment knob be used to open the device? R./according to the manufacturer's instructions, 2 complete turns did the healthcare professional receive audible and haptic feedback when turning on the device? R./yeah. Were the donuts inspected? If yes, please describe it. R./yes, they came out complete distal and proximal. Was a complete transection of the separable white washer visually confirmed? R./ yes, to check the donuts, the separate washer is found. Was any problem with staple formation observed at any time during the patient's care? If yes, please describe the manner and location. R./no. What is the patient's current status? R./even in intensive care. Does the surgeon believe that the postoperative complications were related to a suspected device deficiency or were there other contributing factors including the patient's tissue condition? R./ it is under evaluation by the clinic's medical devices committee. Was a leak test performed? If so, what type and what was the result? R./ if a leak test was performed, and it came back negative. Was the staple line visualized endoscopically during the initial surgical procedure? R./ if through the laparoscopic access route when the leak test was done how many days after the operation did the leak occur? R./the next day, less than 24 hours. How was the leak identified? Vdecompensation of the patient's condition what was observed at the leak site after reoperation? R./opening of the two staple lines. How was the leak addressed? R./surgical treatment. Were any problems experienced with the device in the initial surgical procedure? R./no. Does the surgeon believe the postoperative stenosis was related to a suspected device deficiency or were there other contributing factors for the patient? Please explain. R./ there was no stenosis, the staple line was open in the immediate postoperative period.

Event description:
It was reported that a laparoscopic anterior resection of the rectum was performed, of a malignant tumor of the rectum with invasion of the bladder. An echelon powered 60 mm device with green reload and a circular stapler of 29 mm were used, on september 25. In the postoperative period, the patient decompensated and was re-operated on september 26, and there was evidence of opening of the staple line of the rectal stump. The patient experienced inflammation and septic shock. Due to his condition, the patient is in the intensive care unit as of today, september 29.

Manufacturer narrative:
(B)(4). Date sent: 10/24/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative stenosis was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.